Event description:
The reporter is a patient implanted with a boston scientific spinal cord stimulator. He underwent a trial implant in late (B)(6), during which he experienced approximately 90% pain relief. However, after receiving the permanent implant on (B)(6), he reports a significant increase in pain, including during sensations in his legs and feet and an inability to walk. He states that multiple programming adjustments have been attempted but have not provided adequate relief, and he continues to experience constant discomfort. The patient expresses frustration, feeling neglected and mislead throughout the process.